Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd relion¿ insulin syringe had a damaged thumb press device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Customer returned (6) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 8071816. Customer states that the needle point quality was weak, consumer states there doesn't seem to be a hole in the syringe and states the syringe hole was flat and not an open and the thumb press was damaged. All returned syringes were examined and no damage to the thumb press was observed on any of the returned syringes. All syringes were also tested for point geometry, lube, and cannula od. All observations fall within specifications. A review of the device history record was completed for batch# 8071816. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle point quality and thumb press damaged on lot # 8071816. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd relion insulin syringe had a damaged thumb press device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device brand name: corrected to "relion® insulin syringe."

Event description:
It was reported that relion® insulin syringe had a damaged thumb press device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that relion® insulin syringe had a damaged thumb press device. No serious injury or medical intervention was reported.